Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the shaft of the fenestrated bipolar forceps (fbf) was burnt when firing with the monopolar curved scissors (mcs). The customer used a backup instrument to continue. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was visually inspected prior to use and no abnormality was found. The reporter reviewed the procedure video and found no adhesions on the shaft. The tip of the forceps was gripping the vas deferens when the issue occurred. The surgeon often uses the two energy instruments together every time. Sparks and smoke were noted when the mcs was energized under monopolar coagulation. It was unknown if the energy leaked from the mcs or fbf instrument. The arc grounded on the pulley cover of the fbf. A grounding pad was used on the patient's left leg. The grounding pad did not appear to have any issues or defects. The customer was using the erbe viodv generator. It is not clear from the procedure video whether the tip of the mcs directly contacted the fbf. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. It is currently unknown if the patient has returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. Only the fbf will be returned. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the monopolar curved scissors (mcs) instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if additional information is received. No image or video clip for the reported event was available for review. A review of the device logs for the mcs instrument (part# 470179-19 / lot/serial# k11211004-0655) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system sk0462. There were 0 uses remaining after this last usage. This last usage of the device was after the reported event date. This instrument was used in 2 subsequent procedures. Refer to the report under patient identifier (B)(6) for the fenestrated bipolar forceps that was used in the same procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) arced and grounded on the pulley cover of the fenestrated bipolar forceps (fbf). At this time, it is unknown what caused the arcing to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.